Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('left coil was embedded in my uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis"), pelvic pain ("pain"), vomiting ("vomiting") and device expulsion ("left coil was embedded in my uterus"). The patient was treated with surgery (full hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, endometriosis, pelvic pain, vomiting and device expulsion outcome was unknown. The reporter considered device expulsion, embedded device, endometriosis, pelvic pain and vomiting to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: device expulsion, embedded device, endometriosis, pelvic pain, vomiting. Amendment: the report was amended for the following reason: this case will be deleted from bayer pv database. Nullification reason: it was identified as duplicate of (B)(4). No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('left coil was embedded in my uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis"), pelvic pain ("pain"), vomiting ("vomiting") and device expulsion ("left coil was embedded in my uterus"). The patient was treated with surgery (full hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, endometriosis, pelvic pain, vomiting and device expulsion outcome was unknown. The reporter considered device expulsion, embedded device, endometriosis, pelvic pain and vomiting to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: device expulsion, embedded device, endometriosis, pelvic pain, vomiting. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.